Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose reading was 40 mg/dl. Customer treated low blood glucose level with food. The customers current blood glucose level was 140 mg/dl. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was activated at the time of low blood glucose event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.